Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician in this case reported erosion of the pocket by the ICD with associated infection. The associated ICD is an ovatio with serial number (B)(4). Due to the infection, the ICD system was replaced and implanted on the opposite side.